Event description:
Paramedics responded to a person complaining of chest pain following a syncopal episode. While monitoring the pt's ECG, a 12-lead analysis was performed. When the chart recorder started printing the 12-lead report the device allegedly lost power. A backup battery was installed but the device allegedly failed to turn on. A backup monitor was made available and used. The pt was transported to the hosp without further incident.